Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the distal portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was found. Further analysis found procedural damage to the inner insulation. All damages found are consistent with procedural damage.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing. The lead was explanted and replaced. The patient was stable.